Event description:
The pt was implanted with a left ventricular assist device on (B)(6) 2012. Several hrs after the surgery, the pt developed severe right ventricle failure and was returned to the operating room and a right ventricular assist device was placed. During the next several days, the pt developed multi-system organ failure and a decision was made to discontinue pump support. After turning down the pt's vads, the pt promptly expired. There was no autopsy performed. The pump was not explanted or returned to the MFR.

Manufacturer narrative:
Although there is currently no info to suspect a device malfunction, the MFR is continuing to request add'l info regarding this event. A supplemental report will be submitted when the MFR's investigation is completed.